Event description:
(B)(4). Essure was removed via bilateral salpingectomy on (B)(6) 2016. Right coil was broken in 2 pieces within fallopian tubes and a fragment was also found. Rash on body has significantly decreased since then. Brain fog is also diminishing faster post removal as I continue on hormones and vitamin d3 intake. Joint pains not as severe or continuous.

Event description:
(B)(4). Per medical analysis I am hormones and vitamin deficient.